Event description:
Cyberonics rep indicated that upon interrogation of a generator with the dell handheld computer containing version 7.1 software, the following message was displayed, "error executing sql." Upon attempting to exit this screen, there is a delay in displaying the results of the interrogation. Troubleshooting did not resolve this issue.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contriubute to a death or serious injury.